Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Damages found were consistent with that occurring at the time of explant.

Event description:
It was reported that right ventricular lead's insulation appeared to be breeched proximal to the suture sleeve. The lead was removed and replaced.